Event description:
Clinical study,it was reported that 79 days after a coronary artery drug eluting stenting treatment procedure the pt experienced a q-wave myocardial infarction (mi). Target lesion 1 was a 2.5 mm vessel diameter, 75% stenosed region of the mid left anterior descending artery (lad). The lesion was 16.0 mm in length. The physician direct stented the lesion with one taxus express2 8.8% 2.5x16 mm drug eluting stent without complication. The taxus stent was post dilated after deployment with residual stenosis of 0%. The pt was discharged from the hosp 1 day post index procedure receiving asa and plavix. The site reported that the pt experienced an anterior q-wave mi 79 days post index procedure. The mi was resolved 5 days later prior to discharge from the hosp. Actions taken to resolve the mi included hospitalization and cardiac medication change. In the opinion of the physician there was a probable relationship between the mi, the taxus stent, and the target vessel.